Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the device fully cut and partially staple. As a result, there was leakage. Another device was used to complete the case. There were no adverse consequences to the patient.